Event description:
The user facility reported the following incident: in 2006, the ids 3 way stopcock cracked. The csf was leaking (drop by drop) on to the pt's bed. The user facility was concerned about a clinical consequence of an increased infectious risk, although pt was already under antibiotic therapy. The device was replaced. Note: the hosp reported this incident to the afssaps on august 8, 2006.

Manufacturer narrative:
Further contact with the hosp revealed that the device had been discarded but no additional details could be obtained. The device history records were reviewed and did not reveal any anomalies; the ids lot 135719 included 108 products. The mfg process includes a step where 100% of the ids are air-tested to search for any leak and obstruction. This testing includes all components of the system: drainage bag, tubing and extension tubing, which includes the stopcock. No specific complaint of "cracked stopcock" was received. In those cases, the devices were returned, and the investigations concluded that excessive manipulations contributed to the events. For the other cases, the exact origin of the problem could not be determined. Conclusion: considering that no force was applied on this stopcock, the routine inspections controls during manufacturing and after review of the sales and complaint history, the available info received did not allow us to determine the root cause of the reported problem. Integra, however, does stress the user's attention on the antiseptic solutions used to protect the stopcocks. It is recommended to use only polyvidone iodine or chlorhexidine (see instructions for use). Testing performed showed that some solutions, such as alcohol 95 degrees, can damage the tubing. Integra however has no knowledge of antiseptic solutions able to damage the polycarbonate material of the stopcock. No further investigation or corrective action is deemed required.